Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the catheter was completely explanted. Additional information was received from the manufacturer representative. It was reported that the patient stated they felt withdrawal in (B)(6) 2025. The patient stated that they never had a reservoir volume discrepancy. The managing clinic was trying to increase dosing to achieve pain relief goals. A dye study was done a week before explant and was unsuccessful. The patient was scheduled for a catheter revision. All logs were checked and the pump had no alarms. The entire catheter was explanted with no visual issues, and a new catheter was placed with good cerebrospinal fluid flow. The catheter was discarded by the facility.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.